Event description:
Caller alleging 1 false negative urine hcg using one step+ hcg dipstick - no specimen available. (B)(6) woman presented to office for pregnancy testing; multiple home pregnancy assays rang positive, brands not provided. Quantitative serum hcg results: 86 miu/ml no adverse events reported.

Manufacturer narrative:
Investigation conclusion. Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml cutoff hcg urine control, the results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficiency information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.